Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including verification that the needle distal tip extends and retracts into the sheath. The instruction manual also has warnings and cautions for preventing breakage at the proximal end: ¿do not apply bending force to the handle section.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly.¿ and ¿if you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever¿. The instruction manual also advises, ¿always have a spare instrument available in case the primary instrument malfunctions.¿

Event description:
The service center received a medwatch report that states during a procedure on a second attempt to pass the wire back into the ebus needle, the tip broken off outside the patient. The nurse in the room reported that they were unable to advance the wire back into the ebus needle after a pass was completed. Air and water were flushed through to ensure that the needle did not have a clot and both went through fine. No additional information were provided.